Manufacturer narrative:
Evaluation of the returned velocity delivery microcatheter (velocity) confirmed a fracture on the mid-shaft. This type of damage may occur if the device is retracted against resistance during use. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), a stent retriever, and a guidewire. During the procedure, the physician advanced the velocity, red72, and stent retriever near the clot. After completion of a pass, the velocity, red72, and stent retriever were removed slowly. Upon removal, it was noted that the velocity had fractured near its midshaft. The procedure ended at this point since the treatment was successfully completed. There was no report of an adverse effect to the patient.